Event description:
Information received indicates three of the casters continue to swivel after the brake is engaged and the bed is pushed.

Manufacturer narrative:
The technician replaced three brake casters to repair the stretcher.